Event description:
The customer reported to 3m that the pt had sustained third degree burns on their posterior right thigh during a laminectomy. It was reported that the area of the larger burn was 5 cm, while the area of the smaller burn was 2 cm. It was reported that the burns were debrided immediately after the surgical procedure, and topically irrigated with 0.9% saline solution with kantrex and bacitracin.